Manufacturer narrative:
This incident occurred in (B)(6) and is reported to FDA according to the requirement. Aps-15sa is identical model to rexeed-15s marketed in us. The used device could not be analyzed because it was discarded by the user facility. So we reviewed manufacturing records, quality records of lot #10787y and other 14 lots which have possibility used for treatment. As a result, no abnormality was found in records. As this reaction occurred 1 hour after start of treatment, this is likely more related to excess ultra filtration and lack of normal compensatory response of pt.

Event description:
On (B)(6) 2011: the dialyzer (aps-15sa) was used for hemodialysis (hd). A 60 minutes after start of treatment, dyspnea was occurred. After the onset of this adverse event (ae), oxygen was administered. The dialyzer was changed another type at the next time, then hd was conducted without problem.